Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of this right ventricular (rv) lead onto the rv septum, defibrillation threshold testing (dft) failed. The ventricular tachycardia/fibrillation was not converted. The patient was admitted to the hospital to begin treatment with sotalol. After a few days of treatment, dft was repeated and was still unsuccessful. The physician elected to implant an additional subcutaneous coil (non-boston scientific product) and subsequent dfts were successful. This rv lead remains in service and no additional adverse patient effects were reported.